Manufacturer narrative:
Patient identifier is (B)(6) date of post-operative device breakage is unknown. Additional product codes for this report include hrs and hwc. Hospital contact number: (B)(6) subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 24, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke approximately two (2) months post-operatively. The patient was originally implanted with a variable-angle locking compression plate (va-lcp) on (B)(6) 2015. Initial radiographic images indicated that the plate had bent. By the time the patient returned to the operating room on (B)(6) 2016, the plate had broken. All of the original hardware was successfully removed. Updated information from the surgeon indicated that the plate was bent for placement during the original procedure. At this time, the patient is recovering. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: no non-conformance reports were generated during production. Review of the device history records for both screw and plate showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificate of the raw material for the broken plate was reviewed, no anomaly found, the material was conforming to specification. The visual inspection of the plate showed that it's broken at level of variable angle -7 hole and that the plate is visually bent in the portion near the plate head (damage post production: the plate has been bent during surgery as indicated on complaint description). No visual defect manufacturing related identified. Due to post production deformation in the fracture region and bent portion, no dimensional inspection could be performed in that areas. However, considering that features not measurable are manufactured with same parameters and tools all along the plate and all the relevant measurable features in the undamaged areas meet specification, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.